Event description:
It was reported that the unit was returned due to an error code 1. No further info provided. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The complaint was confirmed and to correct the issue the main pcb board was replaced. Also the bezel sub assembly was replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.